Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customers blood glucose level. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed. Reportedly, the customer was using cold insulin.